Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's daughter reported via phone call that they experienced high blood glucose and ketones. The customer's blood glucose was 424 mg/dl at the time of incident. The customer's blood glucose was 226 mg/dl at the time of call. The customer's daughter stated that they treated the high blood glucose with manual injections. The customer's daughter stated that they had symptoms of high blood glucose. The customer's daughter stated that they were nauseous and had headache. The customer's daughter stated that they found a large air bubble along the tubing. The customer's daughter also stated that they had a bent cannula. The customer's daughter was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.